Manufacturer narrative:
If additional information is received a follow up report will be submitted.

Event description:
It was reported the implant cracked intraoperatively. During an anterior lumbar interbody fusion (alif) procedure, the surgeon was placing the first screw into the implant after the implant had been inserted into the disc space. The screw was in the process of being inserted into the implant and was about halfway until fully seated and the implant cracked. Additional intervention was needed for piece retrieval. The surgery was delayed approximately 30 minutes. No other information has been provided. Additional information has been requested, however, not yet received.

Manufacturer narrative:
If additional information is received a follow up report will be submitted.

Event description:
Additional information received: it was reported a flexible screw driver with a 30 mm screw was being used to insert the implant. The screw was lot # me187t. An x-ray was performed to look for the pieces of the implant. A back up implant of the same size was available for use. The patient outcome was very good.